Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2022, a 30mm amplatzer pfo occluder was selected for implantation using an abbott delivery system. During the procedure, the device deployed as a deformation, and the right disc looked like an hourglass. There was no angulation or kink noticed in the delivery system. There was no interaction with cardiac structures during deployment. It was then removed from the patient and replaced with another 30mm amplatzer pfo occluder. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure and no adverse patient effects. The patient was discharged.

Manufacturer narrative:
An event of device deformity was reported. The device was returned to abbott for investigation and the device met functional specifications when analyzed under non-physiological conditions. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. No indication of a lot related issue was found. The cause of the reported event could not be conclusively determined.